Event description:
It was reported that a patient received a system error (se) 2240 (air in set/line) during use of the homechoice (hc) machine. This event occurred during the initial drain while the patient was connected. During troubleshooting, it was found that the patient was not connected when therapy was initiated. The technical services representative assisted the patient in clearing the alarm. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient had initiated therapy before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.